Event description:
A report was received that a pt's paddle lead was explanted due to the lead eroding through the skin. The physician feels the skin erosion is device related. During the explant procedure the physician cut the headers of the lead extensions and noticed one of the headers had frayed wires coming out of it. The pt was also prescribed oral antibiotics. The pt is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn because it was discarded by the medical facility. The extensions headers are returned for analysis. The extension body remains implanted in the pt.